Event description:
Patient's blood glucose "went through the roof" due to insulin leakage from the infusion set. The leakage was seen on patient's t-shirt, and patient was able to smell insulin. Patient changed the infusion set every other day to resolve the issue. Blood glucose elevated from 14 mmol/l (252 mg/dl)-"hi." Patient was admitted to the hospital once in (B)(6) 2011, due to blood glucose of "hi." Most blood glucose values were in the 20-30's mmol/l (360-540 mg/dl). Patient tested positive for ketones and was treated with insulin. There were no issues during the preparation or insertion of the infusion set. Insertion device was used to insert the headset, and blood glucose elevated the next day. Patient first used this type of infusion set on (B)(6) 2011, and the issues started immediately. Product was requested for evaluation. Additional details were not provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.